Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event was a faulty lamp chamber fan. The root cause of why the lamp chamber fan failed could not be identified. As for the excess thermal grease uncovered by the evaluation, the device instruction manual states the following which may prevent the event. "6.3 insertion of the lamp do not apply the heat compound to the glass surface and the ceramic part of the examination lamp. If any compound gets on the glass surface, wipe it off with a clean, lint-free cloth. Otherwise, the examination lamp may be damaged, and it may cause malfunction of the light source." Per the lm, for the other issues identified in the initial report of worn out scope socket slider switch, main switch needing an upgrade and the olympus lamp life meter reading below 50 hours, there is no potential for these issues to cause or contribute to death or serious injury if these issues were to recur. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that, the visera elite xenon light source loaner produced a temperature error code e101 and lamp error code 102 during preparation for use. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported error codes e101 and e102 due to lamp chamber fan not working. The evaluation uncovered worn out scope socket slider switch causing intermittent use of high intensity mode. Additionally, the olympus lamp life meter was reading below 50 hours, and the main switch needed an upgrade. There was thermal grease all over the lamp which could cause uneven temperature. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.